Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing and mirror image noise. The ra lead position check failed. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.